Event description:
Pt has been revised due to loosening and poly wear of the insert. Osteolysis was present.

Manufacturer narrative:
Examination of the returned insert confirmed the reported poly wear. The exact root cause cannot be determined, but wear patterns suggest medial side preferential loading may have a factor. The need for corrective action was not indicated.